Event description:
It was reported that the healing collar would not thread down. The procedure was completed with another healing collar

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: (B)(6) 2019 b5: it was reported that the healing collar would not thread down. The procedure was completed with another healing collar. D4: expiration date: 26 jul 2023 UDI: (B)(4). G4: (B)(6)2019. G7: follow up. H1: malfunction. H2: additional information, device evaluation. H4: (B)(6) 2018. H6: method, results, conclusion. H8: correction: initial use of the device. H10: manufacture narrative the reported device was not received for evaluation. The reported condition of a healing collar that would not thread down was not confirmed. A device history record (DHR) review was completed for the reported device lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was performed for the reported device lot number for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Last name unknown / not provided. Device not returned.

Event description:
It was reported that the healing collar would not thread down. The procedure was completed with another healing collar.